Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative was dispatched to inspect the instrument. The fsr checked the instrument and found the probe contaminated with gel from the serum separator collection tubes (sst) used by the customer. The fsr replaced the probe which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the sample probe was replaced. The alinity ci-series operations manual addresses operational precautions and limitations. The operations manual also provides probable causes and corrective actions for depressed concentrations and erratic assay results and provides instructions for replacing the sample probe. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that falsely decreased ict results were generated for a patient sample tested on the alinity c processing module. No sample ID was provided. Sodium: initial result 120 mmol/l, repeat result 138 mmol/l, reference range 136 - 145 mmol/l potassium: initial result 3.9 mmol/l, repeat result 4.7 mmol/l, reference range 3.5 - 5.1 mmol/l chloride: initial result 81 mmol/l, repeat result 95 mmol/l, reference range 98 - 107 mmol/l no adverse impact to patient management was reported.